Manufacturer narrative:
A correctional report on this event is being reported due to a duplicate report was found to have been submitted under report# 2124215-2026-08313. Future updates to the event will be handled under the report 2124215-2026-08313.

Event description:
It was reported that the patient with this pacemaker called technical services (ts) and reported that their communicator displayed a red call doctor (rcd) icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The rcd displayed was an alert for code1003, which states that the voltage is too low for projected remaining capacity. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, no adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that the patient with this pacemaker called technical services (ts) and reported that their communicator displayed a red call doctor (rcd) icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The rcd displayed was an alert for code1003, which states that the voltage is too low for projected remaining capacity. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, no adverse patient effects were reported. This pacemaker remains in service.